Event description:
The device was implanted in 1996. In 06, the insert was revised because of osteolytic lesion in proximal tibial. Osetolysis believed to be the result of backside tibial insert wear.